Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the lcsc5 device was returned with the distal tip of the blade broken off and missing and the clamp arm broken as well. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequenct activations, and may result in blade "lockout" later in the procedure. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instruments is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported by the affiliate that during a lap retos sigmoidectomy procedure, the device stopped working during procedure. No further info was provided. Not noted how case completed. No pt consequence. One device returning.